Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported when the physician placed a trial lead a cerebrospinal fluid (csf) occurred. The physician was able to place the lead and complete the procedure. The patient was admitted to the hospital for overnight observation. Patient did not experience any symptoms related to the csf leak, but was instructed to drink caffeine.